Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), sensing integrity counts went up to 23671 (within 2 days) along with non-sustained ventricular tachycardia and high rate- non-sustained episodes and evidence of oversensing during. Analysis of the device memory indicated the right ventricular lead integrity alert. Lead integrity alert (lia) right ventricular (rv) lead integrity alert warning occurred for increased sensing integrity counter (sic) count and 2 or more high rate- non-sustained episodes <(><<)>220 ms on (B)(6) 2016. There was unexpected delivery of a ventricular tachyarrhythmia therapy. Evidence of an unexpected shock has been noted on (B)(6) 2016.

Event description:
It was reported that the patient received inappropriate therapy due to noise and a possible fracture. The lead will be replaced. No further patient complications have been reported as a result of this event.